Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was tightly folded with blood in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be streaming out of the balloon. Microscopic inspection revealed a pinhole 12mm from the tip of the device. Microscopic inspection found no irregularities or defects with the markerband. Microscopic inspection revealed damage to the tip of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.